Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant the lead tip was bent distal to the coil. The lead was removed and replaced. The patient condition is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.